Event description:
It was reported an unspecified tubing issue that is possibly related to the previous events of leaks, cracks or crumbling of the fixed collar on the distal end of extension set me2017. The tubing was received with a label "amio" written on it. Although requested, additional information was not provided.

Manufacturer narrative:
The customer reported an unspecified tubing issue. Visual inspection observed no issue with set me2017; however with set me2064, its filter had dried fluid residue within and its membrane wetted/compromised. Functional testing also observed no issue with set me2017; however with set me2064, there was a leak (termed ¿weeping out¿) from its 0.2 micron adult filter vent. The root cause of the leak was unable to be identified. Both sets were inspected for kinks, holes/tears in the tubing, or damages to the components. Functional testing of pushing fluid through set me2064 observed a leak from the filter vent. No other leak was observed. The device history record for model me2064 could not be performed due to no lot number being provided for the reported suspect set sample.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported an unspecified tubing issue that is possibly related to the previous events of leaks, cracks or crumbling of the fixed collar on the distal end of extension set me2017. The tubing was received with a label "amio" written on it. Although requested, additional information was not provided.